Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited changes in right ventricular (rv) pace impedance and shock impedance measurements. Trending displayed a few pace impedance spikes. Additionally, high capture thresholds were also noted. There were no stored episodes with noise or oversensing. It was reportedly, that some days ago this ICD exhibited high out-of-range shock impedance measurements. Technical services discussed possible causes and provided programming options. Reprogramming options were performed and the plan is continuing to be monitored. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited changes in right ventricular (rv) pace impedance and shock impedance measurements. Trending displayed a few pace impedance spikes. Additionally, high capture thresholds were also noted. There were no stored episodes with noise or oversensing. It was reportedly, that some days ago this ICD exhibited high out-of-range shock impedance measurements. Technical services discussed possible causes and provided programming options. Reprogramming options were performed and the plan is continuing to be monitored. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve the consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.